Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer has hospitalized twice for low blood glucose levels. Once in (B) (6) 2009, and again in (B) (6) 2010. The customer had a blood glucose reading of 200 mg/dl at 2:00am. At 7:00am, she had a seizure, and her blood glucose reading was 50 mg/dl after getting a glucagon injection. The doctor felt that the customer had not been eating enough to cover for all the insulin she was giving herself. Nothing further was reported.